Manufacturer narrative:
The biomedical engineer was not able to reproduce the failure after the unit was rebooted, the unit was returned to service.

Event description:
The hospital reported the unit's display went blank and an audible alarm sounded during a case. The unit was unable to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.